Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges pain, grinding and popping noises, discomfort, elevated metal ion levels, and fluid collection. Comment: there is a side discrepancy. The invoice states the right side, while litigation states the left. There is no indication of which side is the correct side or that the patient is bilateral. We will be using the side information from the litigation. Should we receive additional information, we will update if needed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This is a duplicate report of 1818910-2013-04308. Report 1818910-2014-17850 will be rejected. Report 1818910-2013-04308 will be kept for investigation purposes.